Event description:
The pt experienced a loss of therapeutic effect, no stimulation sensation, and increased pain. The pt was unable to adjust his stimulation with the pt programmer. The display showed the 'call your doctor' icon and power on reset message. There was no known accident or incident related to the complaint. The pt was at home and his status was fair. The pt didn't have insurance or an hcp. The manufacturer's representative was informed of the situation and asked to follow up. It was later reported that the pt will have surgery to fix the problem with his system. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.